Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus thoracic stent-graft system. The relay nbs plus thoracic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus thoracic stent-graft system related event occurred in (B)(6).

Event description:
"On (B)(6) 2017: lcca-lsca translocation under rapid pacing with tevar at zone 2. On (B)(6) 2017: follow up reveal tiny small endoleak @ lateral aspect of type ii or type iii. On (B)(6) 2017: cta reveal thrombosis aneurysm, found air collection and hemoptysis. Aorto bronchial fistula. On (B)(6) 2017: follow up reveal small type ii endoleak. On (B)(6) 2018: cta follow up reveal type ii endoleak from brachial artery, aorto brachial fistula suspected aortic stent. On (B)(6) 2018: s/p lt. Thoracotomy to detect lung and repair aorto pulmonary fistula & bovine pericardium. On (B)(6) 2018: slightly of type ii endoleak. On (B)(6) 2019: cta follow up reveal increase size of aneurysmal sac from 6.0*5.0 to 7.1*6.5 cm." Patient outcome: (B)(6) 2019: re-do tevar found type iii endoleak from aortic stent as the fluoroscopy's image from the operative in attached."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay nbs plus throacic stent-graft system. The relay nbs plus throacic stent-graft system is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay nbs plus throacic stent-graft system related event occurred in thailand.

Event description:
"(B)(6) 2017: lcca-lsca translocation under rapid pacing with tevar at zone 2 (B)(6) 2017: follow up reveal tiny small endoleak @ lateral aspect of type ii or type iii (B)(6) 2017: cta reveal thrombosis aneurysm, found air collection and hemoptysis. Aorto bronchial fistula (B)(6) 2017: follow up reveal small type ii endoleak (B)(6) 2018: cta follow up reveal type ii endoleak from brachial artery, aorto brachial fistula suspected aortic stent. (B)(6) 2018 : s/p lt. Thoracotomy to detect lung and repair aorto pulmonary fistula & bovine pericardium (B)(6) 2018 : slightly of type ii endoleak (B)(6) 2019 : cta follow up reveal increase size of aneurysmal sac from 6.0*5.0 to 7.1*6.5 cm" patient outcome: (B)(6) 2019: re-do tevar found type iii endoleak from aortic stent as the fluoroscopy's image from the operative."